Manufacturer narrative:
1/27/1998-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The device was used during an aortic bypass procedure. Reportedly, the suture broke. The surgeon another suture to complete the procedure. The hospital has reported no pt injury occurred.